Event description:
1. A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin (vanc) result generated by synchron lx20 pro analyzer.2. The sample was rerun and higher result was obtained. The initial and repeat results are provided in section b63. The erroneous result was not reported out of the laboratory.4. Patient treatment was not impacted based on the erroneous results.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer reported receiving a glucose reading of 232 mg/dl from her freestyle meter which was higher than they felt. The customer self-administered her insulin medication accordingly. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness and eating food and drinking juice to counteract her symptoms. Paramedics were called and they checked customer's vital signs and treated customer with juice. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.